Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2016 to report that the g5 application screen froze on (B)(6) 2016. Patient was advised to delete and reinstall the application. Patient started another sensor session and was in the warm-up period. No injury or medical intervention was reported.